Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the power consumption was increasing in a gradual fashion. Furthermore, device replacement or reassessment within 90 days was recommended. To date, this device remains in service. No adverse patient effects were reported.